Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a lobectomy, the surgeon inserted the battery into the handle, attached the adapter, and calibrated the device, and attached the reload to the adapter. The surgeon attempted to fire the device following the jaws movement check, however the device did not fire at all. Another handle and adapter were opened to correct the problem.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one powered handle. The code r_battery_remaining_cap indicating that the battery's capacity was below the minimum threshold required for firing. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the powered handle. The handle powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then cycled without hesitation or binding. The returned product as received by was found to meet quality release specifications after application in a clinical setting. However, the reported condition was confirmed. A review of the handle and adapter device history records indicates the device lot numbers were released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be reopened and the investigation summary will be amended as appropriate.